Manufacturer narrative:
Additional manufacturer narrative: based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event.

Event description:
The reason for valve-in-valve intervention was due to bioprosthetic valve degeneration. The mitral valve prosthesis was initially dilated which provided some improvement in the area, "but still had significant regurgitation and the anterior leaflet, which was frozen and became a little more flexible, but it still remained essentially immobile."

Manufacturer narrative:
This device is not available for return and evaluation because it remained implanted after the valve-in-valve procedure. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, it may or may not require intervention. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The device was not returned for evaluation as it remained implanted and attempts to get additional information have been unsuccessful; therefore, the root cause for the frozen leaflet/thrombosis remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 25mm pericardial mitral valve was disabled using a valve-in-valve procedure after an implant duration of eight (8) years, seven (7) months, and thirty (30) days due to frozen leaflet/thrombosis. A 23mm transcatheter valve was implanted in the mitral position. The mitral valve was ballooned prior to valve placement and then the 23mm transcatheter valve was inserted. The case was reported to have gone well and the patient was reported as doing well.